Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) readjusted the cell rinse levels and cleaned the cell rinse unit and the vacuum valves. The fse replaced one of the vacuum valves. The analyzer was operating within specification. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the issue with the vacuum valve was the cause of the event. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for 10 patient samples tested for multiple parameters on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for glucose hk gen.3. The initial result from the(B)(6) analyzer was 35 mg/dl. As this result did not correspond to the patient¿s clinical history, a capillary test was performed and the glucose result was 80 mg/dl. The original sample was repeated on the (B)(6) analyzer with a result of 78 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.